Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator was turning off and on by itself, even when the battery was replaced. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) recommended that the user interface (ui) assembly be replaced. The customer was provided with the part ID for a replacement ui assembly. The investigation is ongoing.